Event description:
It was reported that approximately four days after implant, a lead dislodgement was suspected on the right ventricular (rv) lead. High and unstable thresholds were noted as well as a two day spike in pacing impedance that then resolved to within the normal impedance range. A chest x-ray confirmed an rv lead microdislodgement. Close monitoring indicated no additional lead movement. The lead appears to be stable, remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.